Event description:
A physician reported to baxter that he had a patient, who had a sleeve gastrectomy gastric bypass (three weeks post-operative), complained of abdominal pain. The patient was evaluated, which included CT scan, and customer was concerned that the radiologist report called out the gastric staple line as 'lit up'. The customer stated he had never had the radiologist state this observation before and he was concerned that it may indicate an inflammatory process. No further information has been provided.

Manufacturer narrative:
(B)(4). Baxter medical assessment: a CT scan was performed three weeks after a gastric bypass because of persistent abdominal pain which revealed a 'lit up' staple line. There is no surgical or pathological confirmation of this finding, or a clinical confirmation that the abdominal pain can be correlated to the radiological findings. Follow-up regarding the outcome of the abdominal pain and further therapeutic measures are required. Additional information is being requested from the reporter. A follow-up report will be submitted upon receipt and evaluation of additional information.

Manufacturer narrative:
(B)(4). In 2032282-2013-00033 sub 1 we stated that "per synovis, it is not possible to determine the root cause of the ulcer." Corrected information is that "per synovis, it is not possible to determine the root cause of the abdominal pain."

Manufacturer narrative:
(B)(4). Multiple attempts were made to retrieve additional case information. The reporting surgeon replied advised that he does understand the importance of this follow-up, however trying to look back over 3 years and get that information is proving too time consuming for me at this time in my practice. Due to the lack of information, a causal relationship cannot be determined. Baxter synovis completed the investigation. No sample or lot number was provided therefore the sample evaluation and batch review were not performed. Per synovis, it is not possible to determine the root cause of the ulcer. The complaint will be kept on record for trending purposes.